Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. Adverse event review: the report that the patient has now been identified as deceased has been reviewed in the context of the medical records and pfs allegations provided. It was indicated that the patient was deceased, but none of the allegations provided allege or suggest that the patient's death was in any way related to the depuy products or associated procedures. Additionally, the patient's revision surgery occurred n 2013, but per her employment record, it was noted that she did not leave her employment with avon until 2019, due to her death, six years later. It is reasonable to conclude that based upon the information currently available that there is no evidence or allegation that the death of this patient is related to depuy devices or procedures. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs reported that patient post 1st revision patient still complaints of pain, aches, limitations with activity, high cobalt and chromium levels continued until death. After review of medical records, it was reported that patent suffered post operative acute blood loss anemia. Doi: (B)(6) 2005 (stem,sleeve), doi: (B)(6) 2013 (cup,screws,apex,liner,head), dor: none reported, (left hip).